Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the reservoir leaked into the insulin pump. The insulin leaked past both o-rings. The reservoirs will be returned for analysis.